Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of noise was confirmed. Device image was reviewed by tech services and noise observed was not due to a device anomaly. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise.